Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the right ventricular (rv) lead exhibited elevated capture threshold, reduced r-wave amplitude, and low pacing impedance. A chest x-ray confirmed that the rv lead was dislodged. The rv lead was subsequently explanted and replaced. The patient is stable throughout the procedure.